Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, he noted an opacification across the iol in the pt's visual axis. The surgeon also indicated the pt experienced a decrease in vision, from 20/30 to 20/50 due to the opacification. Add'l info has been requested.